Event description:
The customer reported an error with their continuous glucose monitor, specifically a cgm error 42 concerning a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by guiding them through a complete pump reset, after which the cgm error did not reappear, allowing the customer to successfully start a new sensor session.